Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. It was reported that the patient needed to get more coverage in the left leg. While doing reprogramming an impedance check was performed. Impedances were noted as out of range on multiple contacts of 0, 1, 3, 4, 5, 6, 7, and 10. The patient reported they had not had and falls or accidents that they could think of that would have damaged the contacts on both leads. The patient¿s healthcare provider was made aware of the contacts being out of range. The healthcare provider was sending the patient for x-rays to access and review the results with the patient to see if they would like to move forward with a lead revision. It was reported that the issue had not been resolved at the time and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that there were contacts with impedances greater than 10 ,000 ohms. The rep stated that the cause of the out of range impedances was unknown. They added that the out of range contacts were avoided when programming the stimulation. The rep stated that the patient was given a referral to get an x-ray, so they do not know the results. No revision has been scheduled at this time. The patient was to discuss with their healthcare provider how they would like to further proceed after x-ray results are available. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2015 explanted: (B)(4) 2018 product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2018 explanted: (B)(4) 2018 product type lead product ID (B)(4) lot# serial# unknown implanted: explanted: product type accessory product ID (B)(4) lot# serial# unknown implanted: explanted: product type accessory product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2015 explanted: (B)(4) 2018 product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2018 product type lead a supplemental report will be sent when analysis results are available: the conclusion code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2018 from the manufacturer representative that the health care provider (hcp) revised the leads by explanting the existing percutaneous leads and implanted a surgical lead. The intra-operative impedances were within normal limits.

Manufacturer narrative:
Analysis of the lead (serial # (B)(4)) revealed 1, 3, 5, 6 and 7 conductors were broken in the body of the lead at the injex anchor site, 18.5cm from the distal end. No electrical shorts were identified between the circuits. Analysis of the lead (serial # (B)(4)) revealed the #2 and 6 conductors were broken in the body of the lead at the injex anchor site, 21.4 cm from the distal end. No electrical shorts were identified between the circuits. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead; product ID: 97791, serial# unknown, product type: accessory; product ID: 97791, serial# unknown, product type: accessory; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.